Manufacturer narrative:
The device serial number is not known at this time but will be reported at the time of the follow up MDR.

Event description:
It has been reported that the device will not power on.

Manufacturer narrative:
(B)(4).